Event description:
It was reported that a journal article was obtained that reported a retrospective study from USA. The purpose of the study was to report on the results of rtsa using a single implant, porous-coated tm implant, from a single institution (university of california, USA) with a minimum follow-up of ten years. The literature reported one patient, with rotator cuff arthropathy, had a reverse total shoulder arthroplasty. Subsequently, 0.04 years post-operative, dislocated and underwent a revision of the polyethylene liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: unk tm glenosphere; lot#: unknown. E1: full establishment name: (B)(6). G2: literature - watanabe s, kaibara t, feeley bt, zhang al, lansdown da, ma cb. (2025). Survival rate and outcomes of reverse total shoulder arthroplasty with a minimum ten-year follow-up using a trabecular metal implant. Bone jt open. 2025 oct 2;6(10):1171-1178. Doi: 10.1302/2633-1462.610.bjo-2025-0147.r1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.